Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the siderail missing a latch bushing, roller guide, and lower pivot bolt. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2009 and 2011-2014. It is unk if the facility performed an other preventative maintenance on this bed. The technician replaced the latch bushing, roller guide, and lower pivot bolt to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right siderail is not latching. The bed was located at the account in 2 west. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).